Manufacturer narrative:
The device is a combination product.

Event description:
It was reported that stent damage occurred. A 32 x 2.25 promus premier drug-eluting stent was selected for use. However, upon opening the package, it was noted that the stent was overstretched. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.